Event description:
Initial result for a patient sodium was 119 mmo1/l. When repeated, the result was 129 mm01/l. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.